Event description:
The clinicians were attempting to externally pace a pt (age and gender unknown) being treated of an faulty implanted cardiac device, but the device would not output any pacer current and the device did not appear to being operating according to the control settings. The clinicians obtained another device and attached it to the pt and where able to continue to provide therapy to thept. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the incident, the device was evaluated by the facility biomedical engineering dept. The engineer was unable to duplicate the reported malfunction.